Event description:
A patient was having an implantable neurostimulator (ins) switched with another implanted device and a brand new 565 lead was used. A manufacturer representative reported that when the new ins was hooked up, the impedance measurements on contacts 8 thru 15 were greater than 40,000. This was considered to be an out of box failure. It was noted that the rep wiped the lead connections into the ins 6x but the issue did not resolve. It was also noted that the lead was tested with the multi-lead trialing cable (mltc) and the impedances were all normal. When an additional new ins was opened up, all impedances were normal. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event.

Manufacturer narrative:
Analysis of the ins 97714 (serial #(B)(4)) revealed that the ins passed functional testing including impedance testing in saline.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.